Event description:
It was reported that during a gastric bypass procedure, the trocar: lost air, the vent did not close after removing the instruments. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).